Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the functional tests. No prime anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot at the battery tube threads area.

Event description:
It was reported the customer was trying to rewind the device but the buttons were not responding. Customer inserted a new battery and issue persisted. Customer's blood glucose was 24.9mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.